Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used perifix one ø0,84mm (20g) 80mm p out of a proset perifix one in open packaging. The received perifix catheter was taken to a visual inspection. The perifix catheter is shorn off approx. 850 mm away from the catheter beginning. The shorn off areas are slanted and shows a smooth structure. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off". Therefore we assume a fault during the application process and consider the complaint as not confirmed. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): catheter-damaged-broken approximately 17cm of the catheter had to be removed from the patient.